Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The programmer rf (radio-frequency) head would not interrogate unless the cable was moved to a certain position. The label backing was also missing. (B)(4).

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the radiofrequency head (rf) head of the programmer "did not work properly" during the follow up of a patient. The sales representative (sr) indicated that moving the rf cable in a certain position made it possible to interrogate the device. However, the rf head was still replaced. The programmer and the new rf head worked properly. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer rf (radio-frequency) head "did not work properly" during the follow-up of a patient. Moving the rf head cable in a certain position made it possible to interrogate the device. The rf head was replaced, and the programmer with the new rf head worked properly. The rf head was returned for analysis. No patient complications were reported as a result of this event.